Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. The customer stated there was no response from any button. The customer changed the battery, but the issue persisted. The customer's blood glucose was 23.8 mmol/l. The customer stated that there was probably moisture damage to the insulin pump. The insulin pump was not bumped or dropped. Advised the insulin pump be returned for analysis and that a replacement insulin pump would be sent. Nothing further reported.